Event description:
The customer called to report that the display goes blank and switches to (B) (4) language. The customer also reported a partial display and a problem with the backlight. Nothing further was reported.

Manufacturer narrative:
The insulin pump had an intermittent blank display due to the liquid crystal display's metal frame shorting out. Unable to verify the unexpected language change, due to the intermittent blank display.